Event description:
It was reported that during a colectomy procedure, the device cut and did not staple. The cartridge fell into the abdomen and was retrieved with an instrument. It was unknown which firing this occurred on. The cartridge was white. Bleeding was noted and was controlled with a clip applier to complete the procedure. The amount of bleeding was unknown, but no blood transfusion was required. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.